Event description:
It was reported that during an atrial fibrillation (afib) ablation with a varipulse¿ bi-directional catheter, the patient experienced cardiac perforation which required surgical intervention and prolonged hospitalization. The report indicated that after 24 pulsed field ablation (pfa) applications, the left superior vein was found to still have signals. The physician went back up with the varipulse¿ catheter and pulsed 2 more times. Post case, the physician gave protamine to reverse the heparin. The blood pressure dropped to 60/40. The patient had a pericardial effusion and pericardiocentesis was performed. The patient was then taken to the operating room (or) to repair a hole in the left superior pulmonary vein. The patient was stable at the time of the call. Additional information received indicated the outcome of the adverse event was improved. The patient required extended hospitalization as the patient had to undergo open heart surgery and was still in the hospital at the time of reporting. The reporter was unsure of what procedural activated clotting time (act) was. There were three (3) catheter exchanges that occurred during the procedure. One transseptal puncture site was performed during the procedure and the product details were unknown. The number of pfa was 27 applications, with 19 applications within the pulmonary veins. Eight (8) applications were applied on posterior wall/outside the pulmonary veins. The flow settings were 4ml when moving catheter around, and 30ml flow rate when ablating. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. There was no error message observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31773528l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).